Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42mg/dl. Customer stated that they missed an alarm to check for blood glucose level at night. Customer stated that their blood glucose level went low and they injured themselves trying to get food to treat for low blood glucose. Customer also reported that they experience low blood glucose of 30mg/dl the weekend prior and passed out as a result. Customer stated they woke up later that day and treated with breakfast bar. The customer declined troubleshooting for low or high blood glucose level. Customer was advised of option of using other products to inform family or friends for alerts of high or low blood glucose. The product will not be returned for analysis.